Event description:
Patient was having an indwelling foley catheter placed. Placement went smoothly. When inflating the balloon with 10 cc of sterile water, it was noted to be spraying out of the collection of the balloon site. Foley removed and replaced.